Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was returned in a fractured state. Attempts have been made to retrieve additional information and no additional information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned tibial articular surface provisional (tasp) exhibited signs of repeated use (nicked or gouged) and the anterior section of the post had fractured off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured prior to the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was identified to be fractured during inspection at the distributorship. There was no patient involvement.